Event description:
Information was received from a patient who was receiving unknown baclofen and dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that their pump was alarming. Patient stated they had the pump refilled yesterday, and they kept hearing something after they got home, but they didn't even think about it until they were outside and heard the alarm again. Patient called their doctor and was redirected to the manufacturer. Patient does not have an external device to use for bolusing. Agent reviewed non critical and critical alarms. Patient confirmed the alarm aligned with the non-critical alarm. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.